Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the failure to turn on was the circuit board failed, due to external power surges. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the power would not turn on. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus sales service representative reported(on behalf of the customer) that during preparation for use, the high-definition lcd monitor would not turn on. It would not turn on even after it was removed from the trolley and connected directly to the power supply of the facility. The diagnostic procedure was completed with a similar device. There were no reports of patient harm.